Manufacturer narrative:
The device was confirmed to be beyond its designated service life. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 15-jul-2025, pentax medical became aware of an event involving a pentax medical video ent scope model vnl-1570stk, serial number (B)(6) in china within the apac region. During the reprocessing of the endoscope, a leak was detected from the handle section of the endoscope during the leak test. Use was immediately discontinued, and repair was requested. Due to the malfunction of the endoscope, the patient's procedure was delayed. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report - updated. D8: was this device ever serviced by a third party? - "unknown" to "yes". G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - component code, type of investigation, investigation findings, investigation conclusions. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: the reported event was a remote-control button leakage. A pentax medical engineer confirmed with hospital staff that the malfunction was found during reprocessing after use. No harm was caused to the patient. Based on the investigation, a potential root cause of this failure was that the outer rubber of the remote control button was damaged due to aging, causing leakage. The device was repaired by a third party and returned to the hospital. The hospital was reminded to ensure that daily operations and reprocessing procedures comply with the IFU. Investigation completion and return date: 31-jul-2025. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 11-sep-2018 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 26-oct-2018. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.